Event description:
It was reported that during a ptca procedure, the balloon would not inflate. It was also reported that the shaft of the catheter broke outside of the pt. No pt injuries or complications occurred.